Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was a connector pin observation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that only half of one set-screw visible, full contact not made to connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high elevated thresholds and non-capture with possible exit block. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.